Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation, the device was found to be alarming with no screen display during testing. It was found that the downstream occlusion sensor was inoperabled and the root cause of the issue. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept alarming with no screen display. No patient was involved in this event. No adverse effects were reported.